Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section of h6. Review of the device history record and the shipping inspection record of the involved product/lot# combination confirmed that there were no relevant findings. A search of the complaint record did not find any other report with the involved product/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported a complication with the involved tr band. The pressure had gone down and then when removed the volume had decreased and not created hemostasis causing the patient to suffer a serious hematoma. A second tr band had to be applied, arm elevation, ice and pain relief. It was reported that the patient's stay may have to be increased. Blood loss was reported to be unknown. The procedure outcome is unknown. The patient was reported to be harmed.

Manufacturer narrative:
This report is being submitted as follow up no. To provide the completed investigation results. Visual inspection revealed no anomalies, including a deformity or break, in its appearance conditions. The tr band was leak-tested by being injected with 18ml of air with the factory-retained tr band inflator and submerged in water. No leak was found. The one-way valve was disassembled for further inspection. No anomaly was found with no adhesion of a foreign substance to the air-sealing part. A review of the device history records and shipping inspection record of the involved product code/lot # combination was conducted with no findings. A search of the complaint file found no other report with the involved product code/lot# combination. The IFU states: be careful that no foreign particles get into the air injection port when injecting air. The air could leak. Based on the investigation the returned sample was the normal product. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined. However, it is likely that the actual tr band sample may have become deteriorated in its air-tightness performance due to a foreign substance which had got into the air injection port of the one-way valve and caught in the air-sealing part between the rubber tip and outer cylinder of the one-way valve, resulting in the reported air leak.